Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited. No disposable alarm". It was reported that patient experience redness, flushing, fatigue, and decreased oxygen saturation. No additional adverse effects reported.